Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy.